Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021, the date the sling was implanted, as no event date was reported. (B)(6). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted during a total laparoscopic hysterectomy, bilateral salpingectomy, colpopexy, uterosacral ligament suspension, placement of mid-urethral sling (transobturator tape), lysis of adhesions, and cystoscopy procedure performed on (B)(6) 2021, for the treatment of stage ii pelvic organic prolapse, stress urinary incontinence and pelvic adhesive disease. During the procedure, the patient had an estimated blood loss of 350ml and a urine output of 400ml at the end of the procedure. Hemostasis was achieved with surgi-flo in the dissected plane areas and the vaginal mucosa was closed with 2-0 vicryl in a running stitch. Excellent hemostasis was noted. The findings showed significant intra-abdominal adhesions noted between bowel and abdominal wall; uterus and bowel; uterus and abdominal wall, and adnexa and abdominal wall. Lysis of bowel adhesions was performed on the sidewall to reveal the ureters on both sides, seen in their normal anatomic position bilaterally. The bowel was free to move bilaterally and was mobile with complete serosal integrity after the lysis of adhesions. Excellent apical suspension was noted at the end of surgery. The cystoscopy revealed a normal bladder with no lesions or stitches, with bilateral efflux noted from the ureteral orifices at multiple times throughout the case. There was a smooth round 0.5cm bulge at the anterior dome of the bladder that was presumed from the dissection and did not have an abnormal appearance warranting biopsy.